Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement greater than 2,000 ohms. The rv lead was surgically abandoned and replaced with a new lead. Additional information obtained from the field representative indicated that the lead and device header connection was good. Further, an x-ray showed that the area of the lead under the suture sleeve was pinched. This lead was kept by the hospital and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.